Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was between 200 mg/dl and 299 mg/dl, and the meter bg reading was not provided. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 27 mg/dl resulting in the customer losing consciousness. Due to the bg, emergency medical technicians were called and the customer was transported to the emergency room (ER) on (B)(6) 2025. While in the ER, the customer received treatment known as "d gel". The customer was released from the ER seven hours later with the issue resolved and would be discussing permanent damage with their healthcare provider. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.